Event description:
Reporter noted system shut down while tuning handpiece, when setting up for first case. Subsequent cases cancelled. Additional information received noted screen went black; could smell burning. Stated no cases started yet; there were no patient injuries.

Manufacturer narrative:
A company service rep checked system; replaced 12v power management pcb for diagnostic purpose; problem remained. Replaced host power pcb for diagnostic purpose; voltage problem corrected, but unit not booting. Replaced host module: problems corrected. Completed stp; system met all specifications.